Event description:
It was reported that pump displayed malfunction code and customer contacted technical support after no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, instructed customer to call back if malfunction code returned, and later ensured asset was correctly linked, with customer acknowledging and understanding guidance.